Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " problem: bactec - possible false positives. She said that 4 bottles have flagged postive but nothing on the gram stain. "

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " problem: bactec - possible false positives. She said that 4 bottles have flagged positive but nothing on the gram stain.

Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and confirmed that the instrument is working and testing properly. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed no instrument issue leading to false positives. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure, no new or modified risks associated with this failure mode.